Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported than an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery successfully. Customer¿s blood glucose level was 207-212 mg/dl.